Event description:
An 81-year-old male came in on (B)(6) 2025, for a left atrial appendage closure with amulet for atrial fibrillation and cva (cerebrovascular accident) risk reduction. The patient has a history of atrial fibrillation, atrial flutter, hypertension, and obstructive sleep apnea. The patient came into the ER on (B)(6) 2025, and was diagnosed with a large pericardial effusion. The patient had a pericardiocentesis. Cardiothoracic surgery took the patient to the operating room for a subxiphoid pericardial window. A pulmonary artery perforation was discovered. The procedure was converted to an open sternotomy with repair of a pulmonary artery perforation. The cardiothoracic surgeon reports this is a complication from the amulet.